Event description:
Caller reported a cgm malfunction with error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset with the support of technical support, and after the reset, the error code did not reappear, allowing the customer to successfully start their sensor session.